Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/6/2020.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number paz589, and no non-conformances were identified. Additional information was requested and the following was obtained: lot number: mlz183, paz589. Did 2 sutures of code w9752 had same problem in this procedure? Yes, same problem for both sutures.. Investigation summary: it was reported fraying suture intra-op. One opened sample of product code w9752, lot paz589 was received for analysis. During visual inspection of the open sample, the swage and attachment area were noted to be as expected. The suture was examined and open braid defect was observed along of the strand. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of performance fraying suture intra-op, is open braid defect. Investigation summary: it was reported fraying suture intra-op. One unopened sample of product code w9752, lot paz589 was received for analysis. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened and the swage and attachment area were observed to be as expected. The suture was dispensed without problems and no defects, damage or fraying suture along of the strand were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance ¿ fraying suture intra-op was found. Note: events reported via mw 2210968-2020-01635.

Event description:
It was reported that the patient underwent opthalmic surgery on an unknown date and suture was used. During the procedure, the braided suture has opened and they have only sutured with a filament instead of the entire braid. The procedure was completed successfully. There were no adverse patient consequences reported.